Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
United states reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 10 unopened pouches. There are no previous complaints of this code/batch. There are (B)(4) units in OEM stock. All closed packs received are tight. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.